Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The tsr then explained that hp will need to start over with new supplies. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has expired. The nurse did not want to provide any further information, however, stated that the patient's death was not related to peritoneal dialysis therapy or this reported event.

Manufacturer narrative:
(B)(4). The sample is not available as it was discarded, therefore, baxter cannot determine root cause. Baxter is in the process of investigating this report; should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The batch review was performed on potentially associated lots (h10g01019) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).